Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that had experienced dry eye and unexpected outcome with manifest refractive spherical value was more than one diopter after lasik surgery. There are two related reports for this event. This report addresses the patient initial's (B)(6) in the right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser device was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. A review of the clinical data by the local clinical application specialist showed that the following items could contribute to the treatment being less effective. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The logfile shows thirteen successfully performed treatments on that day. The logfile shows that the reported treatment right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified based on the provided information, and the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).